Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two 525cc mentor smooth round moderate profile prostheses experienced bilateral ptosis, left-sided chest injury and device migration postoperatively. On (B)(6) 2020, the patient consulted with a physician, and it was found that the patient injured somewhere around her left implant. On (B)(6) 2020, the patient had a consultation with a different physician. During the consultation, it was found that her left implant seemed to be shifted, she was diagnosed with bilateral grade 2 ptosis, and the patient was advised to see her implant surgeon. In addition, the patient reports that she is going over indications of generalized illness. However, the details of the patient¿s symptoms are not provided, and the root cause of the patient¿s generalized illness is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.